Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient experienced an infection less than 1 month after initial implant. The patient reportedly caused the infection in the left chest and neck. The patient underwent lead and generator explant surgery. The device history records were reviewed for the lead and generator and revealed that both devices were sterilized according to specifications prior to release for distribution. No additional relevant information has been received to date.